Event description:
The patient was undergoing surgery at the time and was placed in steep trendelenburg position. The ted hose was applied by the patient prior to the positioning. It is not known what size hose the patient was given. The patient remained in the steep trendelenburg position for approximately 8.5 hours. Upon arrival in the pacu, the patient complained of leg discomfort. The following day, it was determined that the patient had developed blisters on the dorsal area of both feet and had complaints of numbness in both legs. Approximately one week after the surgery, the patient had a neurology consult for continued numbness in the legs. One extremity had returned to 90% normal while the other was at 20 - 25% normal. The neurologist determined that the numbness was caused by compression of small nerves in the area.